Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and elevated blood glucose level (345 mg/dl). Customer was treated with rehydration fluids. System check was performed with tandem technical support and the pump performed as intended. Customer has reverted to alternate insulin therapy.